Event description:
It was reported that patient presented in clinic for magnetic resonance imaging. It was discovered that the patient's device had switched right ventricular (rv) lead setting from bipolar to unipolar. The patient's pacemaker was manually switched to bipolar, and it was noted that the rv lead exhibited high pacing impedance and failure to capture. Programming changes were made to put lead in unipolar setting. Patient was stable.